Event description:
Reported by the complaint as follows: client using fms who developed a rectal bleed while product being used. Their patient is male admitted to a neighboring hospital in 2007 with primary dx of ca lung. Underwent (r) lung lobectomy, and he subsequently had respiratory/liver/renal compromise and after 8 days was transferred on a vent admitting to another hospital the same month. Admitting dx: renal/liver/respiratory failure requiring vent; htn; bladder ca; chronic back pain; copd; past hx (years ago) gastric ulcer; past (r) total hip and (l) total knee replacement. He continued vent dependent; requiring dialysis. An fms device was inserted on the following month and remained for thirteen days when even after irrigating the tube; his stooling had decreased and wasn't draining well. The fms was removed; cleaned and reinserted. On two days later, he had decreased stooling and the tube was removed. On the following day, he was found to have stool impaction; disimpacted manually. Since his ammonia level was rising, he was placed on lactulose protocol and again developed diarrhea. The fms device was reinserted on the next day (not known if new device or same device used before; (no lot #s available). Nursing notes indicate fms inserted for two days, but no indication if removed and replaced; just that it was reinserted on the second day. Nurses noted bloody stools four days later. The fms was removed and a sigmoidoscopy done. Report indicated deep 1 cm x 2 cm ulcer 5 cm from anal opening in rectal vault. No treatment done at that time. Bleeding decreased. Fms was left out. On another four days later, nurses notes indicated cust passed large bloody stools. Another sigmoidoscopy done that day with fibrin glue to ulcer in rectum. Physicians did not try to advance scope beyond the ulcer so as not to dislodge the patch. Cust had rectal bleed again on the following day, from same site and was taken to or for diverting end colostomy. Last pm his hct was dropping and he still has small amt blood oozing from rectum. He was scoped again four days later. But report not available on chart as yet. Cust remains on a vent in thoracic ICU at facility.